Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch:(B)(6), software version: m030002, hours of operation: 4781, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-09-20 and 2024-09-21 were investigated. The infusion started with a rate of 4,2ml/h and a volume of 100ml at 11:10am. On the next day at 02:12am the upstream alarm occurred and the infusion stopped. At this time, 63,08ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing is missing. The device shows age related signs of wear and tear and was slightly dirty. No visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,68%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. The device will be returned without repair.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: a 24 hour infusion of 900 milligrams (mg) amiodarone in 100 milliliters (ml) glucose was being infused on this pump at 4.2 milliliters and hour (ml/hr)_ commencing shift infusion rate, drug and volume confirmed, however the infusion completed 10 hours ahead of schedule. No changes had been made to the pump yet the patient received 24 hours medication in 14 hours. No patient complications were reported as a result of this event.